Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-may-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 20-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that he possibly might have to have the leads replaced, and has been seeing hcp. 3 electrodes on one side and 1 electrode on the other side are not working. This all started 3-4 months after implant. Pt stated that a manufacturer representative was able to adjust however he is not able to get the relief like he was before. Event date could not be clarified. Additional information was received from the rep. The pt contacted rep and stated he was receiving a ¿desired setting cannot he achieved¿ message on 9/15/20. Rep saw him in the clinic on (B)(6) 2020. That is when rep learned of the electrodes having high (unusable) impedances. Patient's left sided lead had >40000 impedance on 5 of the 8 electrodes. 3 are still usable. The cause is assumed to be a lead fracture. Rep gave the pt a program that uses the 3 working electrodes and he has some stimulation coverage. Patient says it¿s not as good as it was post implant/prior to the lead issue but that it¿s better than nothing right now. The pt is being sent for a consult for a lead replacement. The physician is aware of the situation.